Manufacturer narrative:
(B)(4).the complaint (B)(4) vented autofeed humidification chamber is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we receive the complaint device and have completed our investigation.

Event description:
A healthcare facility in (B)(6) reported that an (B)(4) vented autofeed humidification chamber was found leaking. This was noticed before use on a patient. No patient consequence was reported.

Event description:
A healthcare facility in (B)(4) reported that an mr290v vented autofeed humidification chamber was found leaking. This was noticed before use on a patient. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the returned mr290v chamber was visually inspected for damage. Results: visual inspection revealed that the chamber dome was cracked. A lot check revealed no other complaints of this nature for lot number 100708. Conclusion: all mr290 chambers are pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails either of these tests is rejected. This suggests that the affected chamber was damaged post production, possibly during transport or storage. The mr290 user instructions state the following: "do not use the chamber if the seals are not intact when received, or if it has been dropped". "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient". (B)(4).